Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.0/2.5/086 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved.

Manufacturer narrative:
Additional data: device evaluation product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found scratches on the lens surface. Work order search: no similar complaints were reported for units within the same lot. The anterior endothelium chamber depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).